Event description:
It was reported that there were problems with two robotic drapes from the same lot. One drape had a hole. The second drape folding was not done as usual and the base array fell off during unpackaging. Both problems were noticed before the medical procedure and there was no impact to the patient or patient injury.